Event description:
It was reported that during mask registration and landmark accuracy check, the q system was not accurately showing the location of the pointer. Nav3i was used to complete the procedure. The procedure was completed successfully with a 30-60 minute delay and no adverse consequences to the patient.

Event description:
It was reported that during mask registration and landmark accuracy check, the q system was not accurately showing the location of the pointer. Nav3i was used to complete the procedure. The procedure was completed successfully with a 30-60 minute delay and no adverse consequences to the patient.

Manufacturer narrative:
H6 codes have been updated to reflect the conclusion of the investigation. Additional information: h4 corrected data: d1, d2a, d2b, d4, d9, and g4.